Event description:
There have been recurring events where multiple byron pt-asp-iii-110 machines have been blowing rocker switches when flipping switch to the on position. Nurses reported they witnessed a spark as it blew the switches. This has been occurring since last year and especially with the model number described above.